Event description:
There was an allegation of a test field (mask) mismatch with the cobas infinity software. The customer uses the test field function of the report design in the cobas infinity software to add test reference ranges and units of measurement. It was reported that when the test field text (reference ranges) for an assay was updated, the reference ranges for previous results were automatically updated to the updated reference ranges.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation confirmed that the cobas infinity system does not manage versions of the reports, and therefore, once a change is saved in a report, that would be the unique version available for infinity. The investigation determined the reported allegation has been considered a software issue, as the infinity system is not properly handling the reprint function of already printed reports when some changes have been done in the report. No documentation or warnings were found in product labeling to clarify how infinity should work in these situations.